Event description:
It was reported that through the research abstract ¿thyroid function at left ventricular assist device (lvad) implantation predicts prognosis during lvad support¿ that heartmate 3 (hm3) may be associated with cardiac arrhythmia and death. This retrospective study evaluated 147 patients of which approximately 54% were implanted with a hm3 between 2009 and 2021. The study analyzed thyroid function profiles before and during hm3 support; thyroid-stimulating hormone (tsh), free triiodothyronine (ft3) and free thyroxine (ft4) were analyzed. Results revealed the mortality risk was 2.8 times lower for patients with a tsh greater or equal to 1.29 micro international units per liter (uiu/ml) (p=0.01) and 3.8 times lower for patients with an ft3 greater or equal to 1.93 uiu/ml (p=0.03). The one-year survival rate was 78.3%. 15% of patients also received amiodarone while 20.4% of patients received levothyroxine and 2% had thyreostatic treatment.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date since date of data collection was not provided. Article title: thyroid function at left ventricular assist device (lvad) implantation predicts prognosis during lvad support. A. Bielka, et al. The journal of heart and lung transplantation 41(4), s121¿s122. Https://doi.org/10.1016/j.healun.2022.01.284. Division of cardiac surgery, heart and lung transplantation and mechanical circulatory support, (B)(6) center for heart diseases, (B)(6); division of biomedical engineering, (B)(6) university of technology, (B)(6); and the division of cardiac surgery, heart and lung transplantation and mechanical circulatory support, (B)(6) for heart diseases, (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and the device could not be conclusively established through this evaluation. The study referenced in the abstract consisted of 147 patients, of which, approximately 54% were implanted with the heartmate 3 left ventricular assist system (lvas); therefore, the specific device and case/patient information is not available, and was not requested the heartmate 3 lvas instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas, including death no further information was provided. The manufacturer is closing the file on this event.